Event description:
Download data from (B)(6) male pt revealed a svc code 102 (charge profile fault). Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation resistor r45 was open on the c/a board, which caused the svc code 102. The cause for the open r45 resistor was a broken lead on high-voltage capacitor c21 on the defibrillator board. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. No adverse event resulted from the broken lead on c21. The pt received a replacement monitor.